Event description:
During a scheduled lengthening of a veptr system at six months post-op, the surgeon noticed that a s-hook was broken.

Manufacturer narrative:
Additional information has been requested. Device remains in patient and will not explanted. Without a part number 510k number cannot be determined. Date of manufacture cannot be determined without a lot number. Additional information has been requested and the evaluation is in process. No conclusion can be drawn.